Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pacing threshold increased, and there was no change in pacing impedance or r-wave amplitude. The decision was made to add a lead near the original and keep the rv lead connected to a cardiac resynchronization therapy pacemaker (crt-p) device in order to maintain magnetic resonance imaging (MRI) compatibility. The lead was placed in the left ventricular (lv) lead port and is currently not being utilized for pacing. No patient complications have been reported as a result of this event.